Event description:
Vent screen scrambled, patient still ventilated. No harm done to patient.from biomed investigation: rec'd vent with note stating, "screen was scrambled and unreadable. Patient not harmed. Vent still ventilated." Vent powered on normally but after boot up the top half of the gui was inop. Tapping on top half of display resulted in some pixel activity but no normal display operation. Probable lcd board vs gui pcb. Will contact covidien for onsite technical support. Vent will require software upgrade to ak as well (unrelated to incident).